Event description:
The user facility reports incident of a separation between the arterial dialyzer connector and the main arterial tubing 2.5 hrs into tx. The pt's blood was not returned resulting in ebl = 250cc. No pt injury or need for medical intervention is reported. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.

Manufacturer narrative:
Investigation is pending at the time of filing the initial MDR. A f/u MDR will be filed when investigation is complete.